Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that during coil embolization in the splenic artery, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed along with the microcatheter. There was no reported patient injury or intervention.